Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 416 mg/dl when compared to an hcp meter result of 33 mg/dl. The customer experienced symptoms of dizziness and nausea and was unable to self-treat due to symptoms. The customer self-presented at a hospital where sensor scans of 390 mg/dl, 204 mg/dl, 290 mg/dl, and 416 mg/dl were received compared to hcp meter results of 38 mg/dl, 35 mg/dl, 28 mg/dl, and 38 mg/dl. When the results plotted on a parkes error grid, fell into the "c/d" zone showing the difference in values to be clinically significant. The customer was administered glucose intravenously and provided apple juice as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was visually inspected and no issues were observed. Control solution testing has been performed and all results were within range specification. Unable to perform further investigation due to the sensor not being returned. If the reported sensor is returned and investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 416 mg/dl when compared to an hcp meter result of 33 mg/dl. The customer experienced symptoms of dizziness and nausea and was unable to self-treat due to symptoms. The customer self-presented at a hospital where sensor scans of 390 mg/dl, 204 mg/dl, 290 mg/dl, and 416 mg/dl were received compared to hcp meter results of 38 mg/dl, 35 mg/dl, 28 mg/dl, and 38 mg/dl. When the results plotted on a parkes error grid, fell into the "c/d" zone showing the difference in values to be clinically significant. The customer was administered glucose intravenously and provided apple juice as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.